Event description:
The customer stated a physician questioned a creatinine result of 2.1 mg/dl generated on the architect c8000 analyzer. Two days later, the patient was redrawn and yielded a creatinine result of 1.0 mg/dl. The original sample was retrieved and retested with a result of 1.1 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
Tubing; acid wash bottle to valve and alkaline wash bottle to valve. An abbott field service representative (fsr) was dispatched to the customer and upon examining, the analyzer found the alkaline and acid wash bulk solutions bottle to valve wash tubings were crimped. The fsr replaced the crimped tubing and increased the mixer wash water volume to specifications. The fsr performed a cuvette wash and ran quality control, which generated results within the customers established ranges. A review of the complaint history for architect csystem was performed over the time period 2008. No additional complaints of this nature have been documented against architect since the fsr replaced the crimped alkaline and acid wash bulk solutions bottle to valve wash tubing and increased the mixer wash water volume to specifications. The current combined erratic result rate for aeroset falls below the established aeroset alert rate and internal aberrant result rates at product launch. The abbott architect system operations manual ((june, 2007) provides the following information related to addressing the customer issue: section 10, troubleshooting and diagnostics, observed problems, erratic results, poor precision - photometric results (c system) lists multiple probable causes and corrective actions for erratic results. Causes listed include, hardware failure, such as a mixer malfunction, and/or a cuvette wash malfunction. The corrective action for these causes is to contact your area customer support to resolve any hardware failure. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.